Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilted filter, migration, perforation of the ivc and removal difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall, filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately two years six months post filter deployment, imaging demonstrated the filter tilted, migrated, and perforated the ivc at the level of the renal veins. The filter was removed during a complicated removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately two years six months post filter deployment, imaging demonstrated the filter tilted, migrated, and perforated the ivc at the level of the renal veins. The filter was removed during a complicated removal procedure. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and migrated into the right renal vein. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter tilt, perforation of the ivc, migration and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months later, computed tomography of the abdomen and pelvis without contrast was performed, and result showed that an inferior vena cava filter was in place, with one of the legs of the filter extended into the right renal vein. There were several additional legs of the filter which were seen to penetrate the outer wall of the inferior vena cava. It also showed filter migration to right renal vein. Thrombus related to the right renal vein could not be excluded. It was also reported that the patient was diagnosed with abdominal pain. On the next day, using ultrasound guidance, the right internal jugular vein was cannulated and a 7- french sheath was placed in antegrade fashion. A 5- french mpa catheter was advanced over guidewire under fluoroscopic guidance and placed in the inferior vena cava. Inferior vena cavogram was performed showed patent inferior vena cava without evidence of filling defect. The tilted inferior vena cava filter was seen at the level of the renal veins. The catheter was placed into the right renal vein and a selective right renal venogram was performed showed no evidence of filling defect. The catheter was then used to select the left renal vein a selective left renal venogram was performed showed no evidence of filling defect. The right internal jugular venous sheath was exchanged over a guidewire for a 10- french/ 40 cm sheath which was placed in the inferior vena cava just above the filter. A 25-mm amplatz gooseneck snare was advanced through the sheath and used to capture the apex of the filter. The sheath was then advanced over the filter until the filter was completely included within the sheath. The filter was then removed. A follow-up venogram showed no evidence of contrast extravasation. Therefore, the investigation is confirmed for alleged filter tilt, filter migration and perforation of the inferior vena cava. However, the investigation is inconclusive for alleged retravel difficulties. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated into the right renal vein, struts perforated and the patient reportedly experienced abdominal pain. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated into the right renal vein, struts perforated and the patient reportedly experienced abdominal pain. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5,b6,d4(expiry date: 04/2013),g3,g4,h6(device: 4001) h11: b1,h1,h6(patient, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.